Manufacturer narrative:
(B)(4). The device was not returned to atricure for evaluation as it was implanted. The device history record was reviewed and no non-conformances or re-works were noted during the manufacturing process that would be related to the reported issue. Device was implanted.

Event description:
The patient underwent a thoracoscopic ablation procedure with no incident. Post-operatively, the patient had trouble waking up. The patient had left side weakness and aphasia. A CT scan revealed stroke. The aphasia was not resolved at the time of discharge. Per follow up, it was reported the patient still has aphasia. The surgeon is not sure the cause of the incident.